Event description:
Customer reports that meter read "lo" on display before dosing the strip while using the active system. No quality control info was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.